Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose was 278, 170, 150, 207 mg/dl within 10 munutes, with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.